Event description:
Rec'd notification of potential mold growth in mesa laboratories ph 7.0 buffer solution. Affected lot numbers were identified in unit and immediately removed from inventory. No known pt adverse event has occurred with this problem.